Event description:
On august 31, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately high. The patient indicated that the alleged meter issue started a week prior to report. The patient reported blood glucose results of "14.6 mmol/l" with a lifescan meter and "5.2 mmol/l" on a laboratory device, performed within 10 minutes of each other. It is not known if there were any interventions between the two tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. According to the technical service representative's (tsr) documentation, the patient reportedly fell into a "diabetic coma" two days prior to report, as a result of possible insulin over dosage. According to the patient, she received unidentified treatment from urgent care or a clinic. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what her last meter reading was prior to falling into a coma, what actions she took in response to the last meter reading, and what actions she took prior to falling into a coma. In addition, it would have been helpful to know what date/time the last result was obtained, what time the patient fell into a coma, what medical treatment she received from the urgent care/clinic, if her blood glucose was tested by urgent care/clinic, and what her diagnosis was. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter read inaccurately high and that she suffered a diabetic coma from possible insulin over dosage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.